Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h3:yes unk-battery h3:yes serial# (B)(6) d9:yes return date:2023-08-11 h3:yes serial# (B)(6) d9:yes return date:2023-08-11 h3:yes serial# (B)(6) d9:yes return date:2023-08-11 h3:yes serial# (B)(6) d9:yes return date:2023-08-11 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) battery with an unknown serial number were not returned for evaluation. One (1) controller ((B)(6)) and four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports. Visual inspection revealed no signs of contamination within the driveline connector. Internal inspection of the controller did not reveal any anomalies. Supplemental testing did not reveal wear to the gold-plating of the pins or damage to the controller receptacles. Supplemental testing revealed contamination within the pins of both power ports. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(6) . Analysis of the event log file revealed eight (8) controller power ups with associated pump start events logged on (B)(6) 2023 at 08:55:49, on (B)(6) 2023 at 19:33:43, on (B)(6) 2023 at 19:41:13, on (B)(6) 2023 at 05:41:35, on (B)(6) 2023 at 11:20:04, (B)(6) 2023 at 15:13:10, (B)(6) 2023 at 09:02:07, and on (B)(6) 2023 at 12:33:28, indicating losses of power to the controller. Momentary disconnections were observed leading up to (B)(6) 2023. Data logs prior to and following the power up events between (B)(6) 2023 and (B)(6) 2023 were not available. The controller was without power for 14 seconds, 10 seconds, 8 seconds, 12 seconds, 17 seconds, 9 seconds, 8 seconds, and 10 seconds, respectively. A loss of power will cause a loud, continuous alarm will sound. Review of the alarm log files associated with (B)(6) revealed fourteen (14) electrical fault alarms and two (2) vad disconnect alarm were logged on (B)(6) 2023. The electrical fault alarms were logged between 11:31:55 and 13:51:51, indicating an open phase in the rear stator, resulting in the pump running on a single stator. In addition, review of the event log files revealed multiple reactivation events logged on (B)(6) 2023 between 11:10:37 and 13:51:56, indicating an open phase in the rear stator. The first vad disconnect alarm was logged on 14:02:22, due to a critical phase open, indicating there was an open phase on each stator. The second vad disconnect alarm was logged at 14:26:43, indicating a physical disconnection of the driveline from the controller. As a result, the reported electrical fault alarm, vad disconnect , premature power switching, and loss of power events were confirmed. The battery with an unknown serial number was not returned for analysis, therefore the reported power and poor mechanical connection involving an unknown battery could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause for the reported battery no power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible cause of the reported battery poor mechanical connection can be attributed but not limited to a damaged connector. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported premature power switching event can be attributed to contamination on the controller receptacle sockets/power source pins. The most likely root cause of the observed controller contamination event can be attributed to the handling of the device. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, observed reactivation events, and vad disconnect alarms can be attributed, but not limited, to a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four batteries were involved with the power switching event. When connected port 1 on the controller it would occasionally cause battery switching, with a short-lived high priority alarm occurring once, presumably due to this issue. Patient doesn't think this is isolated to 1 battery and said it doesn't happen all the time, so defected batteries were marked. The patient called worried stating now three out of eight batteries experienced the issue of the power source inappropriately switching form controller power port 1 to power port 2, and only occurred on battery power. This issue was not happening with the old batteries. When the power source switched from battery in power port 1 to power port 2, the controller displayed two bars of power remaining on port 1 battery. The patient proceeded to disconnect port 2 battery to attempt to get controller to switch back to battery in port 1, at which point a loud continuous alarm tone consistent with pump stoppage occurred. The patient immediately plugged battery into port 2 and the vad restarted without issue. Per engineer, power switching was not confirmed. There were 3 motor starts - associated with (B)(6) and advised to be replaced and returned. The four batteries are out of service and will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-dec-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-dec-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-dec-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-dec-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching and an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no d1: heartware ventricular assist system ¿ driveline d4: model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 30-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery was not providing power, and it was believed that there may have been a connection issue with the controller. While the patient was on the way to the clinic to exchange the controller, the controller exhibited an electrical fault alarm. It was noted that the healthcare professional (hcp) initially assumed this was due to the same issue of the battery not recognizing the controller. However, upon assessment of the controller, it was identified that the driveline may have been loose. While assessing the driveline boot cover, the driveline fell out of the controller. It was noted that the hcp was careful not to pull on the driveline while assessing the driveline cover, and the driveline just fell out. The connection was promptly returned to its original position. The patient also indicated that the controller was failing to recognize priority to battery one and would switch to battery two even when battery one had a greater or full charge andbattery two did not, and it was noted this did not occur with any particular battery or power connector. The controller was exchanged, and the battery and driveline remain in use.